Event description:
The patient's device reportedly stopped working. In 2005, the patient was seen at the implant center for device evaluation. Testing conducted confirmed that the device was no longer functioning. The patient's device was explanted.